Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post implant of an implantable pulse generator (ipg), the patient was reported to have developed tachycardia, with potentially low blood pressure. The ipg remains in use. No further patient complications have been reported as a result of this event.